Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
End of hip end effector snapped off .couldn't pull the reamer out in the tha case. There was a surgical delay of 5 minutes.

Manufacturer narrative:
Reported event: it was reported that end of hip end effector was snapped off .couldn't pull the reamer out in the tha case. There was a surgical delay of 5 minutes. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 50 devices were manufactured under lot 19380515 and 33 including s/n (B)(4) accepted into final stock on 07/11/2016. Review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967 lot number shows01 additional complaints related to the failure in this investigation. The complaint is: pr (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
End of hip end effector snapped off, couldn't pull the reamer out in the tha case. There was a surgical delay of 5 minutes.